Event description:
It was reported by the rep that when the device, with reload cartridge, waas used during a colon resection, it locked out. It was unknown how the case was completed. There was no consequence to the patient.